Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet occluder was successfully implanted using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted that post-implant via echocardiogram that the patient presented with cardiac tamponade and symptoms of hypotension. The patient had been administered heparin after trans-septal puncture and had a noted activated clotting time (act) of 231 seconds. It was also noted that an additional 3000 units of heparin were administered to the patient, but the act remained at 231 seconds. The 28mm amplatzer amulet occluder was never completely retracted into the delivery system during the procedure. There was no noted difficulty implanting the occluder and there were no partial recaptures of the occluder noted. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. The decision was made to perform a pericardiocentesis. It was noted that 850 ml of heme was drained from the patient. After the successful pericardiocentesis the patient was hemodynamically stable, but required a transfusion. The patient ultimately passed away to due to an unknown cause. The cause of the cardiac tamponade is believed to be the amplatzer amulet occluder.

Event description:
Subsequent to the previously filed report, additional information was received that the patient's cardiac tamponade was confirmed diagnosed 3 hours after implant. It was unknown what measures were taken to related to the patient's status. The cause of the patient's death remains unknown.

Manufacturer narrative:
An event of cardiac tamponade post implant and symptoms of hypotension and patient death were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.